Manufacturer narrative:
Upon reception, the subject pacemaker was inspected and tested. The device paces and senses correctly. No general malfunction is suspected with the subject pacemaker. Visual inspection revealed signs of infection. Manufacturing and sterilization process were therefore analyzed. The devices have been sterilized and released according to all applicable procedures. Eno dr (sn:(B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 3-october-2019. Use before date: 25-september-2021. Sterilization lot: s0402 ¿ 3293. Vega r52 (sn:(B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 5-august-2019. Use before date: 5-august-2022. Sterilization lot: s0389 - 3259. Xfine tx26d (sn:(B)(6)) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 27-july-2020. Use before date: 27-july-2023. Sterilization lot: s0455 - 3401. It should be noted that infection is a well-known complication of cardiac. Pacing/defibrillation systems, which is well described in the literature. No general malfunction is suspected with the subject devices. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2026, an infection is suspected with the pacing system. Dark discoloration was observed on the connector, which was also visible on the skin.

Event description:
Reportedly, on (B)(6) 2026, an infection is suspected with the pacing system.